Event description:
Patient presented to the physician with neck pain at the stimulation lead site. Physician brought the patient into the or, placed the stimulation lead deeper, re-sutured, and closed.